Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-01013. Reference MFR. Report#: 3006705815-2019-01014. It was reported the patient did not receive effective stimulation coverage from the scs system. Reprogramming was unable to resolve the issue. As such, the patient underwent surgical intervention wherein the system was explanted.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-01013; reference MFR. Report#: 3006705815-2019-01014.